Event description:
Breathing difficulties; philips has recalled their sleep apnea machines and it's been over a year without any type of compensation to the patient/customer. They will not cover the cost of a different machine and I cannot use current machine due to the recall. Insurance will also not cover a new machine as they only cover a new machine every 3-5 yrs, so cannot get a new machine. Philips medical device company only says their working on it as I suffer from breathless, headache, sleeplessness, dozing off that could cause car accidents and harm to myself and others on the road, difficultly to function in normal daily tasks such as work and now chest pain is starting. What is a consumer/patient suppose to do? Wait until they die or wind up with something life threatening before they can get a proper safe device like they already thought they paid for. As the days go by I get worse, and it's not my fault. I paid for a safe machine, they did not follow through and continue to not follow through. How do they have the right to play a roll in my continued decline and there is nothing I can do? Please help. FDA safety report ID# (B)(4).